Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation. The device was returned assembled with the pump cable severed approximately 6.5¿,12.5¿, and 22.5¿ from the pump housing. The modular cable was not returned. Approximately 9¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged. The apical cuff was returned secured with the cuff lock fully engaged. A kink was observed along approximately 4¿ of the outflow graft located approximately 1¿ from the graft attachment. The tissue accumulation on the exterior of the outflow graft (outside of the blood flow path) appeared to have formed around and within this deformation, suggesting that the graft had been kinked for an undetermined period of time while the device was supporting the patient. The lumen of the outflow graft revealed coagulated blood, but no developed depositions or thrombus formations. A specific cause for the observed kink in the outflow graft could not conclusively be determined through this evaluation; however, no device-related issues were reported. Upon disassembly of the pup body, examination of the blood-contacting surfaces revealed no laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had a routine heart transplant. It was reported that the pump was functioning as intended. No alarms reported. No further information was provided.